Event description:
It was reported that the patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus). It was noted the patient had a previous surgery to implant an aus but no details regarding the previous device were provided. No patient complications were reported. Despite efforts, additional information could not be obtained. This report will be updated should further information become available.